Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room due to cardiac arrest. It was noted that cardiopulmonary resuscitation (CPR) was performed on the patient for two hours. Upon interrogation it was noted that the right ventricular (rv) lead exhibited loss of capture with asystole due to output being programmed lower than the threshold measurement. It was also noted that the patient's potassium was very high and there were other laboratory findings that were thought to have contributed to the increase in rv threshold measurements. The output on the rv lead was reprogrammed to maximum output and a temporary pacing lead was implanted. The following day, the patient's threshold was decreasing to normal range as was his potassium level. The patient was referred to an electrophysiologist who alleged concern over a possible system issue. Thus a revision procedure was performed where the pacemaker and rv lead were left in service on one side and reprogrammed to pace and sense at the lowest output. Another manufacturer's pacemaker was implanted on the opposite side. It was noted that with the new system, there were high threshold measurements even after repositioning the product five times, thus that pacemaker was left at maximum outputs. No additional adverse patient effects were reported.